Event description:
Revision surgery - the patient is a non-compliant individual that has undergone several shoulder surgeries. He recently suffered another dislocation. He was revised from a 44 insert to a 44 +8 insert. This was found to be stable. No other components were changed. The surgery on (B)(6) 2012 was a revision of another company's device.